Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. Initial reporter phone no.: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the burr split in half during the procedure. On follow-up, it was confirmed that that there was no injury or harm to the patient but there was a minimal delay due to the burr replacement. It was also confirmed that there were no additional actions taken after surgery.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was returned was used and broken. Only the tang end of the tool was returned, the distal portion was not returned. It was noted through microscopic examination of the tool that the fracture location and geometry is consistent with brittle fracture in bending. It was also noted that discoloration was present in circumferential bands near the exit. The likely cause is fatigue in plane bending due to the tool being pressed in a side load to dissect while it is not rotating causing the tool to fracture. It was also identified that the distal bearings of the af02 attachment used with the tool may be no longer supporting the tool adequately. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.